Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-16800, 3006705815-2021-04744. It was reported the patient experienced ineffective stimulation due to high impedance. In turn, it was also reported the patient's ipg would not communicate with external devices. As a result, the patient underwent surgical intervention, wherein the entire scs system was explanted and replaced to address the issue.